Event description:
It was reported that the user experienced fluctuating blood glucose with a prolonged hyperglycemic episode followed by lows and subsequent highs while using the ilet system, after recent changes to the cgm target advised by their clinician and without meal announcements during some events. Symptoms included reported hypoglycemia with device cgm reading lower than a fingerstick value, though the user did not report physiological symptoms during the earlier high. Outcomes included no outside assistance and no medical intervention, with self-management using oral carbohydrates and ongoing insulin delivery from the ilet. Investigation included review of synced reports, review of cgm data trends, confirmation of insulin on board, and education on hypoglycemia treatment with fast-acting carbohydrates paired with longer-acting carbohydrates and the importance of meal announcements. Investigation of this case revealed persistent glycemic variability associated with treatment of lows using fast-acting sugars alone, potential overcorrection, and missed meal announcements that affected algorithmic insulin delivery, while the device did not generate high or low alerts during the described events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.